Event description:
Related manufacturer reference number: 3006705815-2022-14231. It was reported the patient experienced ineffective therapy after having a fall. Lead diagnostics indicated high impedances on multiple contacts. In turn, surgical intervention may occur at a later date to address the issue. It is unknown which lead is related to the issue. Therefore both leads are being reported.

Manufacturer narrative:
Event date: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated surgical intervention occurred wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Correction: section h6- investigation findings: in the previous report, 3221-no findings available should have been added instead of 3233 - results pending completion of investigation.